Event description:
Aortic valvuloplasty performed without complication. When the 10f sheath was removed from the patient the professor noticed that the length of the sheath was significantly shorter then when it was first inserted, they feared that the tip of the sheath had broken off and was still in the patient. CT scans of the patient confirmed that there was nothing left behind. No part of the device remained inside the patient. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Event is still under investigation.